Event description:
It was reported that the stent moved on balloon. The patient presented for percutaneous coronary intervention. A 4.00 x 48 synergy drug-eluting stent was selected for use. However, when the stent was removed from the packaging, it was noted that the tip of the stent looked like it had been stretched and was not properly mounted on the balloon. The procedure was completed with another device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
The synergy ous mr 4.00 x 48mm stent delivery system (sds) was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. No issues were noted along the shaft of the device. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. Stent struts were pulled at the distal end and pulled over balloon cone and tip. There were no signs of stent movement at the proximal end; the stent was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The crimped stent od (outer diameter) was measured within max crimped stent profile measurement.

Event description:
It was reported that the stent moved on balloon. The patient presented for percutaneous coronary intervention. A 4.00 x 48 synergy drug-eluting stent was selected for use. However, when the stent was removed from the packaging, it was noted that the tip of the stent looked like it had been stretched and was not properly mounted on the balloon. The procedure was completed with another device. There were no patient complications reported and the patient status was stable.